Event description:
Customer states the needle broke off in patient's spine. Customer states the crna felt resistance, decided to stop and pull back and then the needle bent. Customer states when crna went to pull back on cannula, the needle bent and broke. An additional procedure was required to retrieve the broken piece of the needle, and the original procedure was completed under general anesthesia.

Manufacturer narrative:
Evaluation summary: microscopic examination of the broken spinal needle revealed residual bends and tubing ovality, a deformation from the normal circular cross section. These characteristics, when taken together in context are reliable indicators of a bending/restraightening mode of failure and suggest a procedural/technique issue. Incident is similar to previous incidents with this item. The vast majority of these incidents involve the needle being bent during the procedure causing the needle to break when restraightened. Regulatory compliance will continue to monitor reports to identify and changes in trending.